Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit due to high blood glucose readings of 714 mg/dl and a kidney issue. Customer reported symptoms of excessive thirst. Customer's current blood glucose reading is 247 mg/dl. Customer declined any troubleshooting. No further information reported.